Event description:
A healthcare professional reported that the flap thickness deviated from the planned value, resulting in a thinner than intended flap in the left eye, during refractive surgery. The procedures were therefore aborted due to deviation being so significant that the epithelium was affected. The patient was successfully retreated with the planned flap thickness of one hundred sixty microns flap was created, and everything went perfectly. There are multiple related reports for this facility. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).